Event description:
Pt was on an emergency room gurney and was being placed on an ambulance stretcher. The pt was moved onto the stretcher and the side rails were placed into the up position. Emt was moving the head part of the stretcher into the up position. At that time, the stretcher collapsed and the stretcher caught the gurney with the foot end. The stretcher started to roll to the left side. Pt and the stretcher ended up on the ground. The stretcher was removed from service for a weight durability test in the half-up and full-up positions. The biomedical services continued to investigate by interviewing ems personnel and reviewing the maintenance records of said stretcher. There were no recent reports of malfunction and no modifications have been made to said stretcher. Pt complains of pain in the left hip, pelvis, ribs and head. Pt has fractures in left hip, pelvis and ribs. Pt is having a total hip replacement operation on 2/15/95.